Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v437452, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reported the ins protruded through the skin. The lead and ins were both explanted. No device issue reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v437452, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Analysis of the ins ((B)(4)) found that the ins functioned okay. Insignificant anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.